Event description:
It was reported that the patient experienced a product not adhering issue on 14 apr 2026, as the infusion set tugged while playing. The event resulted in hyperglycemia and treated the high blood glucose levels by insulin via pump.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.